Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. This 1.50mm rotapro was selected for use with a set speed of 180,000 rpm. During the first ablation the rotapro burr was unable to reach optimum speed and stalled prior to becoming stuck in the lesion. The device was removed from by cutting the shaft, then inserting and releasing a guide extension catheter. No patient complications were reported.